Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03083, 3006705815-2021-03086. It was reported that the patient was unable to put their system into MRI mode. Diagnostics revealed one of the leads had high impedances. In turn, surgical intervention was undertaken wherein the entire system was explanted. It is unknown which lead had impedance issues, therefore both leads are being reported.